Event description:
It is reported that during start up, the system intermittently displayed precharge voltage errors and would not boot up completely. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive pcb was evaluated and replaced. A complete filament calibration was performed. The system was tested, found to be working as intended and returned to service.